Event description:
An attempt was made to deploy an endeavor sprint rapid exchange (rx) drug-eluting coronary stent (details unknown) into a patient. The target lesion located in the lad was described as severely calcified with a 90 degree bend and was predilated. Communication received from the field reported that, although the lesion was predilated, the relevant device could not cross. Further predilatation was performed then the physician tried to push the device across the lesion; however, again it could not cross and on removal the stent dislodged in the lm. The physician attempted to retrieve the dislodged stent with a snare device but the stent could not be retrieved and remained in the patient. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (severe calcification, 90 degree bend), (attempt to push the device across the lesion), (stent dislodgement), (no device received for evaluation), (stent).